Event description:
The pt reported experiencing elevated blood glucose and e4 (occlusion) errors for several weeks. The pt changes the infusion set and boluses through the infusion device to lower blood glucose. On (B) (6) 2010, the pt's blood glucose measured 220 mg/dl in the morning and she changed the infusion set and bolused but was unable to lower her readings. At 4:00pm, her blood glucose measured 320 mg/dl and e4 was displayed when she attempted to bolus. She changed the accessories and bolused through the infusion device but her blood glucose remained elevated. At 6:00 pm, she switched to the backup infusion device and her blood glucose decreased. Her normal blood glucose range is 120-150 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.